Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.